Event description:
It was reported that right atrial (ra) lead experienced a subclavicular crush which caused oversensing. An x-ray confirmed the lead was pinched. Electromagnetic interference was noted on both the ra and right ventricular (rv) leads. The leads remain in use but are planned to be explanted and replaced. No patient complications have been reported as a result of this event.